Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-21391. It was reported the pt experienced uncomfortable rib pain after the trial implant. Per the physician, the pt experienced post-operative pain due to the trial procedure. Subsequently, the leads were explanted as requested by the pt.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.